Event description:
The pt had swelling of the ankles; no action was taken. The pt had a suspected cerebral spinal fluid (csf) leak. The pt was given patches to apply pressure to the back incision site for one week. The pt was placed under fluoroscopy to confirm the catheter was still in place. The pt had pain and swelling at the top portion of the incision site in the back area. The lumbar wound became infected and led to meningitis. The system was explanted. There was reported to be no pt injury. The pt recovered without sequelae. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.